Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was able to rewind pump. The customer received one motor error and several no deliveries. The customer was advised to monitor pump. The customer wants pump replacement. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer reported the alarm was resolved by a complete set change. The customer was unable to troubleshoot due to past event. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. No motor error alarm noted during bolus and basal delivery and the motor was tested outside of the device and passed. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.